Event description:
Drug/diluent: marcaine 0.5%, fill volume: unknown, flow rate: 2ml/hr, procedure: inguinal hernia repair, cathplace: unknown, patient contact: yes. It was reported that during insertion, after md tested catheter-leak was noticed. The physician removed the catheter and replaced it with a new one. No additional treatment was needed. Patient status is satisfactory. (Updated information received via e-mail on (B)(6) 2012, from initial reporter) "we think the catheter has a slit that was not visible to the eye. When the doctor went to flush initially, that is when the leak was noticed. The catheter was in the patient at the time and it seemed to function in all other normal capacity. So, the catheter still appears to be "whole" it is not broken into 2 pieces." The catheter is packaged with the pump as a kit. The following information applies to the pump only: (B)(4), the lot #: 0200567724, the catalog 3: 101370100).

Manufacturer narrative:
Method: a sample was returned for evaluation and investigation. Device evaluation anticipated but not yet begun. Conclusion: the sample will be evaluated and a follow-up report will be filed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.